Event description:
While performing a left carotid endarterectomy, the doctor attempted to place a shunt into the carotid artery and the balloon ruptured. Two subsequent shunts were opened and a hole was found in each of the balloons. They proceeded without shunting. The pt was transferred to another facility for further intervention.